Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. The measurements consistently increased over the last two and a half years. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.